Event description:
Additional information received- no patient involvement.

Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The plunger seal was intact but the bottom seal was broken. The unit also had a cracked right plunger case and battery door. The investigator was unable to download the event history log. The customer reported backup audible alarm post message was reproduced during power up/testing. The alarm was produced because the main board did not operate as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The interconnect board was replaced in order to correct for the power up problem. The aforementioned worn components were also replaced.

Event description:
It was reported that the medfusion pump exhibited a system failure: backup audible alarm. No patient injury or complications were reported in relation to this event.